Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2015-05033, reference MFR. Report#: 1627487-2015-05034. One of the patient's leads was for off-label use. It was reported the patient had been experiencing ineffective stimulation since being implanted. X-rays were taken and revealed no anomalies. As a result, the doctor decided to explant and replace the patient's leads (with a single lead/different model). Effective therapy was restored post-op.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.